Event description:
It was reported that the user experienced persistent hyperglycemia, going to bed with elevated glucose and waking with a reading of approximately 300 mg/dl after recent ilet settings changes to a lower daytime target and a higher nighttime secondary target; review of device data showed glucose rising for about two hours before the higher target engaged, and the pump subsequently presented an empty cartridge alert with insulin on board reading 0 units. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with guidance to replace the insulin cartridge and resume insulin delivery on the ilet. Investigation included review of device data and user-reported status of infusion site, insulin on board, and cartridge status. Investigation of this case revealed that an empty cartridge likely led to insufficient insulin delivery during a period of rising glucose, with no issues reported at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.